Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this rv lead exhibited noise and pacing impedance measurements hand risen until it switched to unipolar. No adverse patient effects were reported.